Event description:
It was reported the implantable cardiac monitor exhibited premature elective replacement indicator. No patient symptoms or intervention were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.